Event description:
It was reported that there was invalid device data. The patient was noted to be undergoing radiation therapy and an electrical reset had occurred. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis indicated that the ventricular rate histograms had missing/invalid data. The translated file shows no evidence of power on reset. However, a "rate histograms have invalid data" is observed on the 2090 programmer observation window when viewing the file.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.